Event description:
While using a byte night aligners, patient reported that they have concerns with their alignment of their teeth. Their right front tooth is no longer in alignment with the left front tooth. Asked patient to back track and asked for intrusion photos.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.